Event description:
The ventilator was running in "pressure control/support" mode on 230v and suddenly switched itself off totally. The incident was noted in time by the users so that the pt was not injured. After switching off the unit manually and then turning it on, the ventilator was operating according to specifications again. The unit was then however taken out of service and replaced with another unit.